Manufacturer narrative:
Upon analysis, a partial lead was returned in two pieces. On the proximal portion of the lead, one lead-to-can external insulation abrasion breaching the outer insulation. On the distal portion of the lead, two internal insulation abrasions breaching the re cables lumen were noted between rv shock coil and suture sleeve impression region. Electrical testing revealed no indication of conductor fractures or internal shorts. Other damages found on these two pieces were consistent with those occurring at time of explant.

Event description:
During a device replacement procedure due to normal battery depletion, the right ventricular (rv) lead was explanted. Externalized conductors were observed on the rv lead. The patient was stable.